Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducial seeds were placed by trimodality, transperineally prior to spaceoar implantation. The procedure was done under lumbar anesthesia. It was noted that the space made by hydrodissection seemed smaller compared to the usual procedure and there was a slight bulging upon hydrodissection. The patient also underwent external beam radiation therapy (ebrt) on (B)(6) 2020. According to the complainant, two rectal ulcers were noted around the spaceoar placement. On (B)(6) 2020, the patient had bloody discharge, no fever, and there was inflammatory reaction even on blood sampling. On (B)(6) 2020, a rectoscopy was performed, and a computerized tomography scan (CT) was also performed during this time. As of (B)(6) 2020, the physician confirmed on magnetic resonance imaging (MRI) that the spaceoar had strayed in the rectal wall 3 weeks after placement. The patient was treated with hyperbaric oxygen therapy for one month beginning on (B)(6) 2020, and was also treated with steroid suppository and a laxative prescription.